Manufacturer narrative:
The investigation into the product low pump flow has been completed. The impella pump was returned for investigation. No abnormalities were found on the returned product. The low flow was not reproduced in the lab and the pump ran at 3.0 liters per minute. Thus, the root cause of the low flow was most likely patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an impella 2.5 for mechanical circulatory support. During support, the device exhibited suction issues indicating low flow. The patient was hemodynamically stable and did not require any vasopressors. The physician decided to explant the device. It was reported that the patient survived explant and the procedure.